Manufacturer narrative:
The complainant was unable to report the device upn and lot number; therefore the manufacture date and expiration date are unknown. Study: (B)(6) registry clinical trial. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to a boston scientific balloon used with a boston scientific sphincterotome in the same patient and procedure. It was reported to boston scientific corporation that a boston scientific sphincterotome and a boston scientific balloon were used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019 as part of the (B)(6) study. According to the complainant, the patient had no significant medical history reported. The patient underwent the study procedure for clearance of duct stones using an exalt duodenoscope and exalt controller. In addition to the boston scientific sphincterotome and the boston scientific balloon, a fully covered metal stent was also used as one of the accessory devices. Ercp procedure was performed including biliary sphincterotomy, cannulation of the main bile duct. Bile duct stones were cleared and a biliary stent (10mm x 60mm) was placed. The complexity level of the ercp procedure was graded as grade 3 due to extraction of biliary stone(s) measuring at least 10 mm. The procedure included minor papilla cannulation in divisum and therapy, removal of internally migrated biliary stents, intraductal imaging/biopsy/fna, management of acute or recurrent pancreatitis, pancreatic strictures were treated, removal of pancreatic stones described as mobile and was measured less than 5 mm, hilar tumors was treated including benign strictures hilum and above, and managed suspected sphincter of oddi dysfunction (with or without manometry). On (B)(6) 2019, the patient had post-sphincterotomy bleeding with moderate severity. The patient was given an epinephrine shot and placement of a metal stent. The physician believes there to be a causal relationship between the ercp procedure and this event, and the relationship between the balloon and the event to be "unlikely". The event was considered resolved on (B)(6) 2019. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.